Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide additional information in section b5, to provide the completed investigation results and to report that this reported event has been reassessed and deemed not reportable based upon the additional information provided in section b5. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Without a sample, the exact root cause cannot be determined. The likely root cause may be related to corrective and preventative action (CAPA) investigations. CAPA investigations have been opened to further investigate the issue. For additional information concerning the root cause and corrections, refer to the CAPA documents. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures and the device was released in a conforming state. Non-conformances reports have been noted for this issue in the past 12 months.

Event description:
Additional information received on (B)(6) 2024: procedure performed was an arteriography with percutaneous transluminal angioplasty (pta) of the eeii using a 6fr sheath. Easy access with the arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was not performed. Hemostasis was achieved by another angio-seal. Estimated blood loss was less than 250cc. Patient is stable. No concomitant medical products used with the angio-seal.

Event description:
The user facility reported that once the hydrophilic guidewire was in the femoral artery, the sheath system and the angio-seal locator was introduced until blood flows through the drip hole. The sheath and the locator clicked together to function as a set to pass the skin and the outside of the artery. If the sheath and the locator do not engage with this click, when force was applied to pass the skin together, the system becomes disengaged, making it impossible for the system to function. This issue only happened with angio-seal 6fr. The patient was not harmed. Additional information was received on 16 jan 2024: reported that the sheath and locator do not click together. Additional information was received on 1/17/2024: the incident happened during attempt to use.

Manufacturer narrative:
The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.